Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2013 due to unknown reasons. Follow-up revealed that the patient¿s device was replaced due to high impedance. Operative notes were received indicating that the area around the patient¿s electrodes was scarred very tightly. The explanting facility discards explanted devices; therefore, no analysis can be performed. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.